Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a partial electrical reset was observed on the cardiac resynchronization therapy defibrillator (crt-d) upon int errogation, resulting in clearing of diagnostic, histogram, and trending data. Programmed parameters were unchanged. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.